Manufacturer narrative:
Reference manufacturing report numbers: 1221359-2021-000117 and 1221359-2021-00118. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1004301 with internal positive quality control samples and negative quality control swabs and no false negative results were observed. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1004301 and test base part number 190-430/ lot 1004301. The lot met the required release specifications. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple false positive results with the ID now covid-19 assay performed between (B)(6) 2020 and (B)(6) 2020 on direct tested nasal kitted swabs. This report is for the event 1 and 2 occuring on (B)(6) 2020 and 0 (B)(6) 2020 on patient 1 of 3. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing was performed with pcr and generated a negative result (no CT results were provided). The customer stated the patient was asymptomatic. Customer reported the patient was initially quarantined and then released from isolation after confirmation testing. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1004301 showed that the complaint rate is 0.018%. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.